Event description:
It was reported that the customer was hospitalized for high blood glucose levels. Prior to hospitalization, the customer experienced high blood glucose levels all day, and also reported no delivery alarms. The customer did change the infusion set, but continued with high blood glucose levels. The customer declined any troubleshooting on the insulin pump at the time of call.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.